Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle, but the device was not able to fire. A new reload was opened and fired normally. There was no patient injury.